Manufacturer narrative:
PMA 510(k): this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -9.00/+1.5/81 diopter, in the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017 the lens was explanted due to low vault, and then exchanged for a longer lens. The problem was resolved. At the date of MDR submission, the lens has not been returned.

Manufacturer narrative:
The lens was returned in a small vial. Visual inspection of the returned product found a piece of one haptic torn off and missing. There was evidence of clear and white residue on the lens. (B)(4).